Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colon resection procedure, the device was not releasing after cutting. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: r92r6v. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.